Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received a replacement pump on (B)(6) 2025 but continued using the malfunctioning one. Technical support assisted in setting up the new replacement pump, and no further pump replacement was provided due to the non-resettable malfunction.